Event description:
The user facility was using this device for a trial period. During the trial, the customer reported to the manufacturer's sales representative that the pump did not deliver the programmed infusion within the proper time. They stated that there was always undelivered fluid remaining in the bag upon infusion completion. No specific incident was recorded and no patient injury occurred.